Manufacturer narrative:
The pump was successfully exchanged and the patient remains ongoing on lvad support without any further issue reported. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had been admitted when elevated ldh, undetectable haptoglobin and pump parameters suggestive of thrombus (rpms never reach set speed of 9200, flow is "+++", power up to 8 watts in history). The hospital subsequently made a decision to exchange the pump with another lvad due to a return of clinical issues and suspicion of thrombus.